Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unusable) was confirmed. As received, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to internally shorted esd 700 component on the distribution node pca. The root cause for the shorted component could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that the electrode belt was unusable (service code 204).